Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when the investigation is complete. This event is related to medwatch report numbers: 8010762-2013-00066, 8010762-2013-00067, 8010762-2013-00068, 8010762-2013-0069, 8010762-2013-00070, 8010762-2013-00071, and 8010762-2013-00072.

Event description:
When the customer initially turned on the pump, arterial mode was set. This mode includes interventions such as pump stop due to low blood level in reservoir. When switching the pump off and on again, free mode was selected instead of arterial mode. In free mode, no interventions are activated. The user will see this change in the pump display (free mode will be displayed) and on another display. This error will also be detected during startup of the heart-lung-machine while checking the system. When detecting free mode, the user still has the opportunity to switch to arterial mode but it will lead to a delay of approximately 10 to 20 seconds before it can be used on a patient. This delay may have adverse consequences for the patient. According to the user, this error occurred on 8 hear-lung-machines. (B)(4).